Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Unit had unresponsive esc, act, down buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly back light anomaly due to unresponsive button. Unit had minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error and indicated scratches on the screen. The customer¿s blood glucose level was unknown. The customer also reported that when filling up the reservoir, it did not prime as fast and consistently. Customer declined troubleshooting. The insulin pump was returned for analysis.